Manufacturer narrative:
As reported, the guidewire loop of a 6f exoseal vascular closure device (vcd) does not pop out. There was no patient injury. The device was used in a neurology carotid angiography. The operator was trained in the use of the vcd. The device was used with a non-cordis sheath. The patient has no infectious disease. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. Prior to use, there were no visible signs of damage to the device or packaging. The device was stored and prepped according to the instructions for use (IFU). The vcd was used with a non-cordis sheath. The femoral artery¿s suitability was verified on angiography, confirming an insertion angle of 30-45 degrees and a vessel diameter greater than or equal to 5 mm. The puncture site showed no visible calcium or plaque and no stenosis greater than 50%, nor was there a stent near the site. However, access vessel tortuosity was noted. The target femoral site had not been closed with any closure device or manual compression within 30 days prior, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. Hemostasis was achieved through manual compression. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, but the click of the indicator wire cowling locking against the handle assembly was not obvious. One non-sterile vascular closure device 6f - us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the button/deployment lever on the device was not pressed and the plug was present on the delivery shaft, which was found with dry blood residues, with the indicator wire deployed and the loop in good conditions. The indicator window was received on white/black position and the cowling guard was found locked. A kinked/bent condition was found on the delivery shaft located approximately at 6.3 cm from the distal tip. No other anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The inner and outer diameter were measured and compared. The measurements were taken near the damage found. The results were within specification. Functional analysis was conducted on the exoseal device. The cowling guard was deliberately disengaged and actuated per the intended use. A distinct auditory confirmation ("click") was observed upon engagement of the guard with the handle, indicating proper mechanical function. No anomalies or deficiencies in the unit's mechanism were identified to contribute to the reported failures. The reported event by the customer as ¿indicator wire - deployment difficulty - unable¿ and vascular closure device (vcd) - no audible click¿ were not confirmed since the indicator wire was received deployed and during functional analysis the cowling guard was deliberately disengaged and actuated per the intended use. A distinct auditory confirmation ("click") was observed upon engagement of the guard with the handle, indicating proper mechanical function. No anomalies or deficiencies in the unit's mechanism were identified to contribute to the reported failures. However, a kinked/bent condition was found on the delivery shaft. Dimensional analysis of the inner and outer diameter on the delivery shaft are within specification. The cause of the reported event could not be conclusively determined during analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It is possible that the kink on the delivery shaft contributed to other functional issues with the device, as well as the vessel tortuosity reported. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. The cause of the reported event could not be conclusively determined during analysis, nonetheless the damaged condition noted on the delivery shaft could have contributed to difficulties deploying the indicator wire. The product analysis does not suggest that the reported failure is related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the guidewire loop of a 6f exoseal vascular closure device (vcd) does not pop out. There was no patient injury. The device was used in a neurology carotid angiography. The operator was trained in the use of the vcd. The device was used with a non-cordis sheath. The patient has no infectious disease. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. Prior to use, there were no visible signs of damage to the device or packaging. The device was stored and prepped according to the instructions for use (IFU). Thevcd was used with a non-cordis sheath. The femoral artery¿s suitability was verified on angiography, confirming an insertion angle of 30-45 degrees and a vessel diameter greater than or equal to 5 mm. The puncture site showed no visible calcium or plaque and no stenosis greater than 50%, nor was there a stent near the site. However, access vessel tortuosity was noted. The target femoral site had not been closed with any closure device or manual compression within 30 days prior, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. Hemostasis was achieved through manual compression. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, but the click of the indicator wire cowling locking against the handle assembly was not obvious. The device will be returned for evaluation.